Event description:
It was reported that during a ptca / stenting treatment procedure, the pt2 guidewire tip fractured. The physician had placed a stent in a protected left main coronary artery. While attempting to remove the pt2 guidewire, which had 'knuckled over', the wire became caught on the stent in the left main coronary artery. During removal, the tip of the wire fractured in the left main coronary artery and attempts to snare were unsuccessful. A 3.0 x 16 mm stent was used to secure the tip of the wire to the vessel wall. Pt status is listed as 'okay'.

Event description:
The ostial lima graft lesion was treated first. A 7f sheath and a 7f jl4 guide were used. The lesion was crossed 'without much difficulty' then was predilated with a maverick 2.25 mm balloon to 8-10 atms. A cypher 2.5/8 mm drug-eluting stent was deployed at the lesion site and post dilated to 12 atms with 0% residual stenosis per angiography. Next, the ostial left circumflex lesion was crossed 'without much difficulty' then was predilated with a maverick 2.5 mm balloon. A cypher 2.5/8 mm drug-eluting stent was deployed at the lesion site and post dilated with a quantum maverick 3.0 mm balloon-particularly involving the distal aspect of the distal margin of the stent in the om2, with 0% residual stenosis per angiography. The intended treatment measures were successful. While pulling the choice pt2 wire out the physician noted that the tip had fractured and was lodged in the distal left main and the om. The guide was changed to an 8f and attempts were made to remove the fractured tip, but the snare was too short. An attempt to remove the tip by inflating a balloon in the om distal to the wire was also unsuccessful. An express2 3.0/16 mm stent was deployed at the site of the fractured tip and inflated to 9 atms with successful securement of the tip to the vessel wall. Pt status was stable following the procedure.